Manufacturer narrative:
The electrode pads were not returned to zoll for evaluation. Instead, retained sample testing and evaluation was performed. Based on the evaluation of the retained pairs of electrodes it was concluded that the retained pairs of electrodes were assembled according to specification. Our limited investigation concluded no faults found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1218058-2020-00007 and 1218058-2020-00008 for similar reports from the same customer.